Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material and residue that came out of the forceps channel. Additionally, there was foreign material in the distal end, control section and boot of the universal cord at the control section side. There was no patient involvement.